Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the nozzle clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed however the type of material was unable to be identified. Additionally, no physical damage of the device was confirmed at where the foreign material was remained. However, the reported event is likely due to a wrong user handling/user mishandling. A definitive root cause cannot be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.